Event description:
The customer reported the ventilator alarmed and restarted during testing of the device, and upon restart during power on self test (post) it alarmed with a vent inop occurrence. The MFR's service tech was unable to duplicate the reported event. Review of the device diagnostic log verified the vent inop occurrence upon restart/post. During visual eval and testing the service tech noted a overheat mark on the blower motor controller board, and also reported the device failed extended self testing for air flow accuracy. The service tech replaced the exhalation flow sensor and the blower motor controller board to address the findings. Performance verification testing was completed and passed to operating specs.

Manufacturer narrative:
Flow sensor.